Manufacturer narrative:
Patient information not provided. Contact telephone number: (B)(6). During follow-up communication with the customer, it was reported that the device was available for return. However, due to blood borne pathogen contamination, the product could not be returned. The customer reported that the patient had been transferred from another hospital and that it is not believed that the guide wire was to blame for the patient death, which occurred following the procedure reportedly due to an unrelated medical condition. Customer photographs were provided, which confirmed the reported issue. Research into this product found that in the past two years, over 52,000 guide wires have been consumed at livanova into various kits. This is the only complaint received within that time frame for unraveling. An outside manufacturer provides the 180cm guide wire for incorporation into the dilator kit. A description of the customer¿s complaint and the photographs of the unraveled device have been forwarded to them through a supplier quality notification. As the device could not be returned for investigation, a root cause was not determined. Device blood borne pathogen contaminated.

Event description:
Livanova received a report that the guide wire of the estech percutaneous insertion dialator kit unraveled as it was being removed from the patient during a procedure. No patient injury was reported as a result of the event. However, it has been reported that the patient later expired due to a medical condition.